Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure/right sided lung volume reduction. The scrub nurse loaded the reload and went to cycle the instrument and it would not open. It started to articulate on its own. The instrument would not unload and had problems loading. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure/right sided lung volume reduction. The scrub nurse loaded the reload and went to cycle the instrument and it would not open. The clamp test could not be performed. It started to articulate on its own. The instrument would not unload and had problems loading. No patient injury.